Manufacturer narrative:
(B)(4) was issued for the return of this device. The consumer stated that he fell out of his wheel chair twice but could not provide the dates. It is uncertain if he was using a device with a broken cross brace weld at the time of the first event. It is unknown if the consumer was wearing the seat positioning strap. It is unknown if the consumer was evaluated to determine if this was the appropriate size and type of chair for this consumer. The owner's manual pn 1056953 pg 20 provides tips regarding use and stability of the consumer in chair. "Warning - the seat depth, back height/angle, seat angle, size/position of the front casters, size/position of the rear wheels, anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician the various seat-to-floor heights require specific settings depending on rear wheel size, rear wheel position, front caster size/position and desired seat-to-floor angle. These adjustments must be performed by a qualified technician."

Event description:
The consumer alleges the weld broke on the crossbrace, causing him to fall out of the chair. No serious injury is alleged.